Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the returned tactisys quartz system were analyzed. No log files were available from the reported event date of 01 mar 21, but the log files from the nearest date of 03 mar 21 were analyzed. The log file analysis indicated optical fibers 1-3 met specifications for optical properties and contact force was displayed throughout the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue remains unknown.

Event description:
Related manufacturing ref: 2184149-2021-00077. During an atrial tachycardia procedure, the reset button on the tactisys was flashing red and the case was cancelled. The ablation catheter was inserted through a non-abbott sheath to the left atrium. The catheter was as expected on ensite precision; however, the contact force information was not. The system was restarted, and all cable connections were checked. The reset button on the tactisys was flashing red even when the catheter was connected. The case was cancelled with no adverse consequences to the patient.